Event description:
After filling the aneurysm the physician chose a deltapaq 2mm x 6cm coil to fill the aneurysm. But the microcatheter was kicked back from the aneurysm sac after 3/4 of the coil was introduced into the aneurysm. So he decided to reposition the microcatheter and resheath the deltaplush 2mm x 6cm coil but the coil couldn't be resheathed because the introducer sheath didn't hug the delivery wire correctly. So he decided to use a shorter one (a deltapaq 2mm x 4 cm coil) but the microcatheter was kicked back again. Again the same thing (resheathing failure) happened with the 2mm x 4cm coil. Both coils involved in the procedure were returned and failure analysis found both to be stretched.

Manufacturer narrative:
Located proximally 13.0 cm off the distal tip of the green introducer, the dpu/coil protrude outside the sheath for the entire length before entering the resheathing too. The coil has severely buckled inside the sheath at the protrusion site . Note that the coil has unraveled out of the soldered section at the distal end. The proximal section of the coil was severely damaged. The reminder of the coil is undamaged. Located at the top proximal end of the resheathing tool's cutout, the v notch has been severely fractured. A portion of the sheath was still found lodged inside the fracture. The damaged edge at the distal end of the fracture has been raised above the surface plane. Located at the locking mechanism, the sheath's material has been stretched away form the surface. The coil was returned severely damaged. There are two contributing factors that may have produced the complaint event. The primary contributing factor may have been due to the locking mechanism becoming embedded inside the v notch of the resheathing tool. This would have caused binding action between the sheath and the device positioning unit (dpu) including the attached coil. The binding action may have caused the dpu and coil to protrude outside the sheath. In this condition; resheathing would have been impossible. For optimum product performance and to prevent potential complications; the instructions for use (IFU) recommends; ¿hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool; grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end; and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger; as shown in figure 3¿¿a secondary contributing factor may have been due to distal interference inside the microcatheter. A blockage may have caused the coil to buckle and for the dpu and coil to protrude outside the sheath. In this condition; resheathing would have been impossible. The source of this interference cannot be determined. In addition; without the identification or return of the microcatheter and the y adaptor used in the procedure; it cannot be determined if these components contributed to the complaint event. Although a definitive conclusion cannot be made, based on the analysis, it appears that procedural factors related to the unsheathing process as addressed in the IFU is a possible factor contributing to the event. Additionally, review of this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. This is report 2 of 2 related to (B)(4). This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.